Manufacturer narrative:
(B)(4). The lot # 3000267026 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that the hst iii system (4.3mm) puncure could not be pushed/triggered, for the safety. The safety lock engaged. The patient was treated by another hst to complete the surgery, and has been discharged from hospital. There was no harm to the patient.

Manufacturer narrative:
Trackwise ID: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.